Event description:
It was reported that during an ovarian cyst procedure, the device would not cut and partially stapled at the 6th cartridge. Not noted how case completed. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: based on analysis, this file is considered to be reportable. The device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, two firing trigger teeth and the left shroud pinion axle support were noted to be damaged. A batch record review was performed and no anomalies were found during the manufacturing process.